Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a fractured stylet is confirmed but the exact cause remains unknown. Two photo samples of a 3cg stylet segment were provided for evaluation. The first image shows a fractured segment of the distal 3cg stylet tip. The stylet segment is besides a ruler and measures to be approximately 3 cm. A kink in the segment is present proximately 2.4 cm from the distal end. The second photo appears to show the fractured segment with the kink present. Blood residue is visible on the device. Based on the photos provided, possible contributing factors include advancement or retraction against resistance and kinking of the stylet during insertion. Since the stylet was observed to be damaged, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported via ms&s "customer called to request educational materials for a powerpicc. She reported that they had the tip of the stylet break off in a patient and lodge in the right ventricle on (B)(6). She reported this to med watch. The foreign body was discovered two weeks after when the patient came back to the hospital for a different reason, but a CT was performed and the stylet tip was discovered at that point. She reported that patient did not suffer any adverse effects, other then having to have a procedure to remove the tip." Ms&s response: "I provided the provena IFU and forwarded the case to product complaints." Additional information received 09/28/2021 "date of insertion: (B)(6) 2021. The PICC insertion nurse reports the PICC line insertion was uneventful. She inserted the PICC in the left arm due to patient having osteomyelitis, gangrene of right thumb and noted swelling up the right forearm. The PICC line was not trimmed at all due to extra length needed for left sided PICC. Procedure took approximately 25 to 30 minutes and proper placement was confirmed by radiologist. The radiologist did not see the foreign body on initial confirm placement x-ray. He was looking for proper placement of the catheter. It is not a standard of practice to inspect the tip of stylet removed from the PICC so she had no reason to suspect the tip of guidewire to be missing. Foreign body noted in right ventricle on CT scan on (B)(6) 2021 foreign body removed by cardiologist on (B)(6) 2021. Approximately 2.5 cm from tip of guidewire we do have the piece of guidewire that was removed from the patient. My dcqi requested someone from bard is welcome to come here to examine it if needed. We will not be mailing it out. " (B)(6) 2021: medwatch received stated, "PICC insertion on (B)(6) 2021 x-ray of PICC line placement performed and no foreign body notes patient was discharged home with on (B)(6) 2021 returned to emergency room with intractable nausea and vomiting. She also had reported some sob and chest pain for past several days prior CT scan ordered of chest and abdomen. A foreign body noted in heart on CT scan. A chest x-ray was obtained and confirmed foreign body in right ventricle of heart. Heart cauterizations performed to remove the foreign body. Cardiologist was able to removed the foreign body which is believed to ne a piece of the PICC insertion guidewire. The foreign body approximately 1 to 1 1/2 inches in length foreign body was placed in a container and transported to laboratory for further inspection. "

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refs2677 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s "customer called to request educational materials for a powerpicc. She reported that they had the tip of the stylet break off in a patient and lodge in the right ventricle on 8/20. She reported this to med watch. The foreign body was discovered two weeks after when the patient came back to the hospital for a different reason, but a CT was performed and the stylet tip was discovered at that point. She reported that patient did not suffer any adverse effects, other then having to have a procedure to remove the tip." Ms&s response: "I provided the provena IFU and forwarded the case to product complaints." Additional information received 09/28/2021 "date of insertion: 08/20/2021. The PICC insertion nurse reports the PICC line insertion was uneventful. She inserted the PICC in the left arm due to patient having osteomyelitis, gangrene of right thumb and noted swelling up the right forearm. The PICC line was not trimmed at all due to extra length needed for left sided PICC. Procedure took approximately 25 to 30 minutes and proper placement was confirmed by radiologist. The radiologist did not see the foreign body on initial confirm placement x-ray. He was looking for proper placement of the catheter. It is not a standard of practice to inspect the tip of stylet removed from the PICC so she had no reason to suspect the tip of guidewire to be missing. Foreign body noted in right ventricle on CT scan on 08/31/2021 foreign body removed by cardiologist on (B)(6) 2021. Approximately 2.5 cm from tip of guidewire we do have the piece of guidewire that was removed from the patient. My dcqi requested someone from bard is welcome to come here to examine it if needed. We will not be mailing it out. "